Manufacturer narrative:
G1: device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continue-flo solution set leaked at the second port down from the top of the bag. This was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: two (2) devices were returned for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test, clear passage under water, priming and simulated use tests were performed, and the results were satisfactory. Additionally, a functional test with sterile water was performed on each device and the sets worked according to requirements. The reported condition was not verified. The samples were determined to be conforming products. Should additional relevant information become available, a supplemental report will be submitted.